Manufacturer narrative:
The pod was returned for a device evaluation. No abnormalities or deficiencies were found with the device during the investigation. Insulin was observed exiting the tip of the soft cannula. While no problems were found that could cause high blood glucose levels or issues with insertion, the cause of the reported event could not be determined. In addition, the pod was found to have generated an alarm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. She reported that the cannula was "coming out of her stomach", indicating it had dislodged from the infusion site. No further information was provided.